Manufacturer narrative:
Correction: h6.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that low pacing impedance, low r wave sensing and high capture threshold resulting in undersensing and a loss of capture were observed on the right ventricular (rv) lead. The event was resolved by capping the rv and ra leads and explanting the device and replacing with a subcutaneous ICD. The patient experienced no consequences.